Manufacturer narrative:
Concomitant medical product: ipg vedr01, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited chronic/high atrial thresholds, the right ventricular (rv) lead exhibited noise/oversensing. Both leads remain in use. No further patient complications have been reported as a result of this event.